Event description:
Allegedly, this is a new instrument recently purchased. After 3 uses, the impactor's two metal tips broke off. After a patient was in the recovery and x-ray films were taken, they revealed that fragments (metal) was left behind. Patient had to go back into or for a second intervention to recover the fallen fragments. A sample of the fragment is returned for evaluation along with the profemur in line inserter. A new inserter is required immediately for surgeon evaluation.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is complete.